Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the device at third-party service center for evaluation and the customer¿s complaint was confirmed. The device's power system board would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was contamination found obm gasket, obm cover, blower bellow, whisper cap, and pollen filter. The cron filter part would need to be on the device.